Event description:
A patient reported blood glucose results of 136, 275 and 235 mg/dl with a lifescan meter performed, within 10 minutes. Based on statistcal methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.